Manufacturer narrative:
D4: batch = x93g0f. Add'l lot number x43u6r.

Event description:
During an unknown procedure, the first device shot staples out at random. The second device quit working after using 10-12 staples. There was no pt consequence. The procedure was completed with another device of the same product code.